Event description:
It was reported that the patient had chest trauma approximately a year and half ago and since then the right ventricular (rv) lead pace/sense impedance has measured 1200 ohms and 1520 ohms, where it had been in the 500 ohm range prior to the trauma. Also the rv lead threshold was 5.5 volts at 1.2 milliseconds, but the threshold history was unknown. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419678 implantable pacing lead, (B)(6) 2009. A 507645 implantable pacing lead, (B)(6) 2009. (B)(4).